Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Based on the device eval, the motor assembly and a bearing were damaged. Both components were replaced, and the device was returned to the customer.

Event description:
It was reported that during a field service eval, the drill continued to operate when the trigger was no longer activated. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no other adverse consequences alleged with this event.